Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux residue on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).